Event description:
It was reported that an ilet user experienced elevated glucose levels for about an hour and inquired whether stress could be the cause; the agent advised that stress could contribute and recommended changing the infusion set, while the user chose to wait and monitor. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and user education on troubleshooting. Investigation included case review and user counseling on infusion set replacement and monitoring. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.